Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a thoracolumbar spinal decompression surgical procedure on (B)(6) 2015 and topical skin adhesive was applied at two places of thoracolumbar spine. Few days following the procedure, the patient experienced the infection on the surface layer and "vacuum assisted closure was treated and cured soon." Additional information has been requested.